Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that the inspiratory limb of an rt225 infant ventilator circuit had a crack and this caused a leak. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt225 infant ventilator circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed a hole in the inspiratory limb. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, the tubing appeared to be punctured with a sharp object. All rt225 infant ventilator circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject rt225 circuit would have met the required specifications at the time of production. The user instructions that accompany the rt225 infant ventilator circuit state: - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - check all connections are tight before use.

Event description:
A distributor reported on behalf of a healthcare facility in china that the inspiratory limb of an rt225 infant ventilator circuit had a crack and this caused a leak. There was no reported patient consequence.